Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the air gas module to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. There is no device logs provided to analyze. The returned air gas module has been tested in a ventilator. It passed the pre-use check. No issues were found during ventilation for one week. It passed another pre-use check after ventilation without any issue. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. Despite of the reported issue could not be reproduced at the manufacturer site, the replaced gas module still could be the cause of the issue as sometimes it has an intermittent failures.

Event description:
Manufacturer's ref. #: (B)(4).